Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue and that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a review of the pump black box data revealed multiple unexplainable pump reboots. The original intermittent power issue was unable to be duplicated during investigation. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side. There was no moisture observed inside the battery compartment. The battery cap was not returned with the pump; a test cap was secured to the pump and maintained electrical connections. The test battery was unscrewed half a turn with no power loss occurring. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent condition or moisture was found inside the pump or within the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.